Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a glaucoma stent implantation, a patient experienced vision loss while bearing down on the toilet which resulted in a 2mm hyphema and red blood cells, potential tract to vitreous. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of vision loss, hyphema, red blood cells, and tract to vitreous; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. Possible root cause is considered to be the valsalva effect associated with the patient's bowel movement, which resulted in intraocular bleeding postoperatively. Residual blood in the line of sight would have resulted in decreased visual acuity. Other possible root cause is the occurrence of hyphema (bleeding) and bcva reduction are established risks associated with use of the device, which are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).